Manufacturer narrative:
(B)(4). Concomitant medical products: guide catheter: 6f, 8f, stent: 3.0 x 15 mm xience alpine. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified circumflex artery. A 6f guide wire was placed and two guide wires were advanced to the lesion. A 3.0 x 15 mm xience alpine stent was implanted without issue. A 4.0 x 15 mm xience alpine stent delivery system (sds) was being advanced through the 6f guiding catheter; however, there was resistance and it could not advance. There was no resistance removing the sds. The 6f guiding catheter was replaced with an 8f guiding catheter and the same 4.0 x 15 mm xience alpine sds was again advanced to the anatomy without resistance. Once at the lesion it was noted that the stent implant was not on the balloon. The sds was removed and the stent was located in the copilot bleedback control valve. A non-abbott stent was successfully used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.